Manufacturer narrative:
One 6f fast-cath cath-lock introducer sheath was received for evaluation. The sheath hemostasis hub had been detached from the sheath tubing; the sheath hub was not returned. The proximal end of the sheath tubing had been fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported issue is consistent with ep luer sheath hub detachment issues.

Event description:
During a transcatheter aortic valve implantation procedure, a sheath fracture occurred requiring surgical removal. A pacel bipolar pacing catheter (model #401766, lot #8906539) was placed through the patient's neck, using the introducer. It was then found that the sheath had fractured at the tip near the end of the procedure. After removing the components, the fractured sheath had to be surgically removed. The procedure was completed with no adverse consequences to the patient.